Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. New pad-pak fails to start up device.

Manufacturer narrative:
The pad-pak DHR for lot no. A2660 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 17th july 2017 with no recorded fails for battery voltage. One pad-pak was sent from this lot to hs medical on the 25th july 2017. The cells in the returned pad-pak were measured and found to be significantly depleted. No evidence could be obtained to confirm a cause for the depletion of the cells in the returned pad-pak. The pad-pak may have been used in a faulty device which caused the premature depletion of the pad-pak, or, had been incorrectly stored.there was evidence on the pad-pak of mishandling due to the broken locator pin, however, this would not account for the depletion of the pad-pak.the user was contacted for further information regarding the use of this pad-pak. The user advised that the pad-pak was installed in a sam 300, serial number (B)(4), around august/september 2017. It was not stated whether the pad-pak was working upon installation, however, given the fault was reported on the 12th march 2018, it is assumed that the pad-pak was installed in the device for approximately 5-6 months. The user advised that the device memory was full, could not give a date as to when the battery became depleted. As the above is an fsca device it is recommended that the customer return the device that this pad-pak was used in to investigate. This will be opened under the same parent record as this complaint (pr 1749153) if it is returned for investigation.the pad-pak will be scrapped and replaced.

Event description:
No patient involved. New pad-pak fails to start up device.